Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Lot#0094464 DHR was reviewed and no qn found. Manufacture records for lot#0094464 was reviewed, no abnormal was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. No samples were returned for further investigation. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 3 bd micro-fine¿+ pen needles were unable to deliver insulin. The following information was provided by the initial reporter: the drugstore staff helped the user report that the insulin liquid could not be injected with 3 needles when they were used for the first time. The customer thought that the needles were blocked.